Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited far r-wave over-sensing. Programming changes were made. Patient condition was stable.